Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy for nickel") in a female patient who had essure (batch no. 932160) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), migraine ("migraines"), myalgia ("marked muscle pain / muscle pain"), fatigue ("major fatigue"), sinusitis ("bilateral sinusitis"), arthralgia ("joint pain"), menorrhagia ("heavy menstrual bleeding lasting 10 days") and abdominal distension ("swollen abdomen"). The patient was treated with surgery (steps underway for removal, hysterectomy, salpingectomy). At the time of the report, the allergy to metals, migraine, myalgia, fatigue, sinusitis, arthralgia, menorrhagia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, arthralgia, fatigue, menorrhagia, migraine, myalgia and sinusitis with essure. Diagnostic results: allergy tests performed and was positive for nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2017: quality safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 07-sep-2017 for the following meddra pt: allergy to metals: n° 300 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy for nickel") in a female patient who had essure (batch no. 932160) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), migraine ("migraines"), myalgia ("marked muscle pain / muscle pain"), fatigue ("major fatigue"), sinusitis ("bilateral sinusitis"), arthralgia ("joint pain"), menorrhagia ("heavy menstrual bleeding lasting 10 days") and abdominal distension ("swollen abdomen"). The patient was treated with surgery (steps underway for removal, hysterectomy, salpingectomy). At the time of the report, the allergy to metals, migraine, myalgia, fatigue, sinusitis, arthralgia, menorrhagia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, arthralgia, fatigue, menorrhagia, migraine, myalgia and sinusitis with essure. Diagnostic results: allergy tests performed and was positive for nickel. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 07-sep-2017 for the following meddra pt: allergy to metals: n° 300 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2017: significant correction of narrative upon internal review (date of similar incident listing retrieval, new retrieval as per (B)(6) 2017). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 09-aug-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy for nickel/ allergy test to nickel was positive ++ as well as to chromium +") and menorrhagia ("heavy menstrual bleeding lasting 10 days") in a 47-year-old female patient who had essure (batch no. 932160) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("swollen abdomen"), migraine ("migraines"), myalgia ("marked muscle pain / muscle pain"), arthralgia ("joint pain"), fatigue ("major fatigue"), sinusitis ("bilateral sinusitis") and general physical health deterioration ("general health declined with no explanation"). The patient was treated with surgery (essure removal, hysterectomy, salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, menorrhagia, abdominal distension, migraine, myalgia, arthralgia, fatigue, sinusitis and general physical health deterioration outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, fatigue, general physical health deterioration, menorrhagia, migraine, myalgia and sinusitis to be related to essure. The reporter commented: for several years after placement of the inserts she noticed the events. Her general health declined with no explanation. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on 29-mar-2017: nickel was positive ++ as well as to chromium +. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: during a cluster reconciliation, and following confirmation from the local health authorities, case 2019-026691 (MFR# 2951250-2019-00606) was identified as a duplicate of this case (2017-153665). All case information and source documents from 2019-026691 were transferred to this case. Reporter and patient information was updated. Essure insertion/removal dates (B)(6) 2012 and (B)(6) 2017 were provided, including general health declined. It was reported an allergy test was performed and the result was: nickel was positive ++ as well as to chromium +. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy for nickel/ allergy test to nickel was positive ++ as well as to chromium +"), menorrhagia ("heavy menstrual bleeding lasting 10 days") and uterine enlargement ("increased uterine volume corresponding to 9 wa") in a 47-year-old female patient who had essure (batch no. 932160) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, allergy to metals, asthma, appendectomy, vaginal delivery in 1996 and vaginal delivery in 2006. Previously administered products included for an unreported indication: minesse in 2003, cerazette in 2003, contraceptive implant in 2002, contraceptive implant in 2002, minesse and minesse. Past adverse reactions to the above products included acne with minesse; ectopic pregnancy with minesse; migraine with minesse; pain with contraceptive implant; and weight increased with contraceptive implant. Family history included thrombosis venous superficial. On (B)(6)2012, the patient had essure inserted. On(B)(6)2012, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("swollen abdomen"), migraine ("migraines"), myalgia ("marked muscle pain / muscle pain"), arthralgia ("joint pain"), fatigue ("major fatigue"), sinusitis ("bilateral sinusitis") and general physical health deterioration ("general health declined with no explanation"). On an unknown date, the patient experienced uterine enlargement (seriousness criterion medically significant). The patient was treated with surgery (essure removal, hysterectomy, salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the allergy to metals, menorrhagia, uterine enlargement, abdominal distension, migraine, myalgia, arthralgia, fatigue, sinusitis and general physical health deterioration outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, fatigue, general physical health deterioration, menorrhagia, migraine, myalgia, sinusitis and uterine enlargement to be related to essure. The reporter commented: for several years after placement of the inserts she noticed the events. Her general health declined with no explanation. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6)2017: nickel was positive ++ as well as to chromium +. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: information received states that essure insertion occurred without problems. Two trailing coils seen on each side.in addition, it was informed that there is no mention of pregnancy in the source documents of this or previous cycles, other than the following: "tobacco use prior to pregnancy: no". Furthermore, on the same page, was mentioned an "increased uterine volume corresponding to 9 wa". In the patient's history was reported "normal periods". There is also a post-operative prescription of polygynax (neomycine) suppositories for 6 days after surgery.patient medical and drug history were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy for nickel") in a female patient who had essure (batch no. 932160) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), migraine ("migraines"), myalgia ("marked muscle pain / muscle pain"), fatigue ("major fatigue"), sinusitis ("bilateral sinusitis"), arthralgia ("joint pain"), menorrhagia ("heavy menstrual bleeding lasting 10 days") and abdominal distension ("swollen abdomen"). The patient was treated with surgery (steps underway for removal, hysterectomy, salpingectomy). At the time of the report, the allergy to metals, migraine, myalgia, fatigue, sinusitis, arthralgia, menorrhagia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, arthralgia, fatigue, menorrhagia, migraine, myalgia and sinusitis with essure. Diagnostic results: allergy tests performed and was positive for nickel the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.